Event description:
The caller reported that the 6dfen tracheostomy tube was inserted in the pt on (B) (6) 2009. The pt complaint of pain and discomfort. The tracheostomy tube appeared to rub and cause a sore and some bleeding. The tracheostomy tube was removed on (B) (6) 2009 and replaced with another unk model tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f-u report will be submitted.